Event description:
Reporter indicated that she was diagnosed with vocal cord dysfunction. All attempts for further information from the patient's surgeon have been unsuccessful to date. The patient is currently receiving vns therapy and tolerating her stimulator per her attending neurologist.